Manufacturer narrative:
(B)(4). Concomitant medical devices: biomet g7 hi-wall e1 liner 32mm d cat#010000926 lot# 6246822; biomet 36mm cocr mod hd -3mm cat#11-363661 lot#756770; unknown stem. Foreign country: (B)(6). The device will not be returned for analysis, as the devices are unavailable per hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty. Subsequently, patient was revised approximately 8 days later due to post-operative x-rays showing acetabulum and shell displacement. The shell, liner and head were removed and replaced. It was reported that no further information is available.

Manufacturer narrative:
D11: biomet g7 hi-wall e1 liner 32mm d cat#010000926 lot# 6246822, biomet 36mm cocr mod hd -3mm cat#11-363661 lot#756770, biomet tprlc 133 type1 bm so 13.0 cat#51-113130 lot#6490150, biomet g7 screw 6.5mm x 20mm cat#010000997 lot#6637691, biomet g7 screw 6.5mm x 25mm cat#010000998 lot#6329789. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.